Event description:
It was reported that this unit was not bleeping and there was no ECG. Note: no indication from reporter of patient involvement.

Manufacturer narrative:
Eval summary: the device is an automatic external defibrillator (AED) and the actual device involved was evaluated. The complaint of no qrs tone and no ECG was verified. The consequence of no ECG is that the user's ability to determine if defibrillation or external pacing is medically necessary is compromised. Investigation determined that the cause of the malfunction was due to a failed main board and preamp board. As part of the repair, the main board and the preamp board were replaced. After repairs and testing, the device was returned to the customer. The conclusion of the investigation is that the confirmed problem was caused by a failed main board and preamp board and the repairs made were effective in correcting the malfunction of the device.